Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient reported experiencing vomiting with magnet stimulation as well as gi issues that are being alleged against the vns. The patient's physician altered their settings as a result. No other relevant information has been received to date.

Event description:
Additional information received noting that the vomiting and gi issues are caused by a viral infection but is exacerbated by the vns. The intervention taken was for patient comfort only.

Event description:
Additional information received noting that per the patient's grandmother, the patient has significant vomiting that is relieved by taping the magnet over the generator. It was also reported that the patient had a viral illness.